Event description:
It was reported that patient has had 4 dislocations since having surgery. The first dislocation happened in (B)(6) 2011. The last dislocation was in (B)(6)2012. Patient is also reporting that she has morning achiness in her hip area and has trouble going up and down the stairs. Patient also experienced trouble twisting as it has caused the dislocations. Patient states that she has had physical therapy, x-rays, and a CT scan.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.